Manufacturer narrative:
Weight of patient is (B)(6) (unit was not reported). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The probable cause was unknown. Hospitalization and treatment details for the event were not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.